Manufacturer narrative:
E1:. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side intracapsular rupture. Diagnosed by ultrasound, MRI and mammography. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g4.

Event description:
Healthcare professional reported left side intracapsulare rupture diagnosed by ultrasound, MRI, and mammography. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.